Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that reprogramming attempts had failed so the patient has decided to proceed with a lead revision. The lead revision has not yet been scheduled. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. There was a stim device complaint. The patient had a return of pain following a possible physical injury while they were a passenger in a car. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was not yet resolved. The patient has an appointment with their healthcare professional (hcp) on (B)(6) 2018. It was unknown if surgical intervention was planned. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the lead revision occurred on (B)(6). The migrated lead was simply repositioned, so no devices were explanted. The patient presented for a pos-operative appointment on (B)(6) 2018 and reported 100% pain relief and was very satisfied. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a260, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-apr-04. Impedances were assessed and found to be within limits. An x-ray confirmed that one of the leads had migrated, but the remaining lead was still in the desired location so reprogramming was successfully conducted. The patient will follow up as needed. No other plans have been made at this point. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.